Event description:
A 8 mm diameter x 30 mm length bridge assurant biliary artery stent was inserted into a pt for treatment of the left common iliac artery with 80-85% stenosis. Vessel tortuosity and calcification was reported to be moderate. It was reported that resistance was felt as the stent delivery system was advanced through a 6 fr pinnacle sheath. Upon passing the delivery system through the sheath, the physician decided to pull the device back into the sheath and subsequently the stent was pulled 3/4 of the way off the balloon. The physician felt the stent would dislodge completely off the balloon; therefore, the physician decided to deploy the stent in the right iliac artery. The intended lesion was treated with balloon angioplasty. The pt is reported to be fine and no clinical sequelae were reported.